Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing bursting was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20059e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the largebore 8 inch ext vlv tubing ruptured during a cta. The following information was provided by the initial reporter: this past weekend the extension tubing was used during a cta and burst while receiving the contrast. According to the ed charge nurse the CT staff stated this was not the first time and has happened multiple times prior to this incident.